Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve via direct aortic approach, upon annular contact the patient became hypotensive and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and a full sternotomy was performed. The patient was started on cardiopulmonary bypass (cpb). The chest compressions caused lacerations to the left ventricle which required surgical repair. The patient was put on extracorporeal membrane oxygenation (ECMO) to recover. It was reported that the patient is still alive and recovering. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: hypotension is a known potential adverse effect per the device instructions for use (IFU). Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The root cause of the cardiac arrest is unknown as it may have been attributed to a combination of the reported events and other predisposing factors. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.